Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest fingerstick blood glucose of 487 mg/dl and out-of-range glucose for approximately three hours; there were no pump alarms or noted infusion set leaks, and the user was guided through an infusion set change and education on supply replacement. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included remote troubleshooting and user education regarding infusion set replacement and verification of insulin delivery status. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device alarms or confirmed hardware fault identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.